Manufacturer narrative:
The legal manufacturer received the subject device for additional evaluation. It was confirmed that the image sensor cable had a kink and a coating cut-off, in the universal cord, causing part of the shield wire to be exposed. Therefore, the event likely occurred from the internal cable break or shorting out, failing to normally transmit the video signal. The cause of the damaged cable was likely due to stress, such as excessive bending / twisting. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope generated noise, and there was no image displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the defect was caused, due to breakage of image sensor unit. Including disconnection by stress of repeated use, external factors or handling or the components including integrated chip and capacitor, mounted on the electric circuit board had a defect. The instructions for use states, the inspection methods associated with the event in the instruction manual operation manual, "chapter 3: preparation. And inspection, 3.7: inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.